Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the lower abdomen and left and right flanks and back in 2018 and in 2019 to the flanks and infrascapular area using the cooladvantage plus, coolcurve plus applicators and was diagnosed with paradoxical adipose hyperplasia in (B)(6) 2022. The patient first noticed symptoms in (B)(6) 2021 after losing weight. The tissue was described to be very firm in the infrascapular area, back, flanks, and lower abdomen. Visible enlargement was observed.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen, infra-scapular, and flanks on (B)(6) 2018 and (B)(6) 2019 using the cooladvantage and cooladvantage+ applicator with coolcurve+ contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a6, b5 (treatment area, applicator), d1, d4, d8, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.